Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. It was further noted that the patient was undergoing a procedure where a cautery tool was being used at the same time the lia triggered. The device was sensing the electromagnetic interference. The device and lead remain in use. No patient complications have been reported as a result of this event.